Manufacturer narrative:
User reported being unable to upload through mobile application and seeing an error message about checking their internet connection. "Complaint summary: user reported being unable to upload through mobile application and seeing an error message about checking their internet connection. Investigation/testing summary: an attempt to reproduce the reported event using guardian connect 4.1.1 installed on apple iphone 14 pro ios 16.6 with mmt-1886 pump was conducted and confirmed the issue is not reproduced. Made 2 attempts. Confirmed through infrastructure team outage reporting page that there was an outage affecting the user's mobile application at same time as complaint. After confirming outage was resolved, asked helpline if issue was ongoing for user. Helpline reported issue had been resolved on user's end. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00098303. (Most likely) root cause: most likely due to outage reported to have occurred at similar time as user's complaint as user then reported issue resolved with no intervention from carelink support team. Analysis summary: user and helpline reported issue resolved. User's issue caused by reported outage and is now resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
User reported being unable to upload through mobile application and seeing an error message about checking their internet connection. "Complaint summary: user reported being unable to upload through mobile application and seeing an error message about checking their internet connection. Investigation/testing summary: an attempt to reproduce the reported event using guardian connect 4.1.1 installed on apple iphone 14 pro ios 16.6 with mmt-1886 pump was conducted and confirmed the issue is not reproduced. Made 2 attempts. Confirmed through infrastructure team outage reporting page that there was an outage affecting the user's mobile application at same time as complaint. After confirming outage was resolved, asked helpline if issue was ongoing for user. Helpline reported issue had been resolved on user's end. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_l, version (B)(4). (Most likely) root cause: most likely due to outage reported to have occurred at similar time as user's complaint as user then reported issue resolved with no intervention from carelink support team. Analysis summary: user and helpline reported issue resolved. User's issue caused by reported outage and is now resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a pairing issue between the pump and the mobile application. Troubleshooting was performed and advised the customer to force close and re-launch the application but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.